Event description:
It was reported by patient's parent that the patient¿s blood glucose (bg) reached 19.0 mmol/l (342 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported that the pink slide did move forward but the cannula did not come out and it was not visible through window, which indicates a failure of the needle mechanism to deploy as intended during activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.